Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was non non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that after an endoscopic vein harvesting procedure, they observed that the vaso view hemopro still activated and turned bright red. They used saline water to extinguish it while unplugging and turning off the generator. They reported that it was taking longer than normal for the device to work. Pa stated that minimal time was added, may be minutes. The hosp did not report any pt effects.